Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 an h.10. The phacoemulsification handpiece was received and a visual assessment of the returned sample found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phacoemulsification handpiece, which found the handpiece to meet product specifications. The phacoemulsification handpiece was connected to a resistance test box, with the input and output impedance were found within specifications. The returned phacoemulsification handpiece sample was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known, previously investigated issue. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phacoemulsification handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phacoemulsification handpiece assembly was identified as a contributing factor. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The phacoemulsification was found to meet specifications for flow rate; therefore, the root cause of the reported event or low vacuum during phacoemulsification cannot be determined conclusively. No functional problem was found as related to the reported event of a calibration error; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is fifth of five reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during separate cataract surgeries, poor phacoemulsification power and low vacuum was noted during phacoemulsification mode. The surgeries were completed on same day using back up handpiece. There was no harm to any patient.